Manufacturer narrative:
Section b5: additional information. Section h6: patient codes updated with new information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was noted that in the lungs and pleura, no pneumothorax on the current examination. Pulmonary edema was stable from prior examination. Small bilateral pleural effusions, left more than right with left lower lobe atelectasis. Pneumonia should be excluded clinically, started on empiric zosyn. Worsening anemia which required one unit of packed red blood cells transfused. The patient's hemoglobin was back to baseline on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported events could not conclusively be determined through this investigation. A cause for these events could also not be determined. It was reported that the patient had pulmonary edema with probable small left pleural effusion and mild pulmonary vascular congestion. The next day, the patient had increased pulmonary edema and bilateral pleural effusions with associated atelectasis. The patient then had supraventricular tachycardia that converted to a sinus rhythm without intervention in the same day. The patient was intubated. Following extubation, the patient went into hypoxemic respiratory failure following extubation. The patient was managed on a high flow nasal cannula (hfnc) with inhaled nitrous oxide and a non-rebreather (nrb). The patient was also treated with diuresis and an increase in pump speed. In the evening of the next day, the patient had increased work of breathing with tachycardia and diaphoresis in conjunction with increased partial pressure of oxygen and myocardial volume oxygen while on the hfnc. The patient was placed on an nrb and aggressive chest physiotherapy. The patient was intubated with verbal consent. The patient had a lung examination and pneumonia was excluded clinically. The pulmonary edema was stable and the patient had small bilateral pleural effusions. These events were reported under the event description of major infection. The patient was started on antibiotics. The patient also had worsening anemia requiring a transfusion of blood products. The events were all reported as having resolved without sequelae except for respiratory failure, which was marked as having resolved with sequelae as the patient was self-extubated. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. In section 1 ¿introduction,¿ this IFU lists the adverse events that may be associated with the use of heartmate 3 lvas, including respiratory failure, arrhythmia, infection (localized, driveline, pump pocket or pseudo pocket), and bleeding. Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding, and also lists arrhythmia as a potential late postimplant complication. This section also contains information on controlling infection. Heartmate 3 lvas patient handbook section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pulmonary edema was resolved on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced pulmonary edema, respiratory failure and cardia arrhythmia are probably related to lvad (left ventricular assistive device) therapy.